Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a vessel perforation which required a stent to be given to the patient. The patient¿s medical history is unknown. During the procedure, a femoral artery dissection was noticed as the patient's blood pressure dropped. The femoral artery dissection was confirmed by an anteriogram. A stent was given to the patient. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a vessel perforation which required a stent to be given to the patient. During the procedure, a femoral artery dissection was noticed as the patient's blood pressure dropped. The femoral artery dissection was confirmed by an anteriogram. A stent was given to the patient. The patient was reported to be in stable condition at the time the complaint was reported. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint cannot be confirmed the catheter passed all specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: carto 3 system model #: m-4800-01 serial #: (B)(4) .cool flow pump model #: unknown serial #: unknown (B)(6). Manufacturer's ref. No: (B)(4).